Event description:
On (B)(6) 2018, a 23mm trifecta valve was implanted. The patient presented to the hospital and a leaflet tear was confirmed. On (B)(6) 2019, a tavr was performed and a 25mm corevalve was implanted. No cor-knot was received. It was unknown which cusp was torn.

Manufacturer narrative:
The reported event of a leaflet tear could not be confirmed. The results of the investigation are inconclusive since the device remains implanted following a tavr procedure and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23 mm trifecta valve was implanted. On an unknown date, the asymptomatic patient presented to the hospital and a leaflet tear was confirmed. On (B)(6) 2019, a tavr was performed and a 26 mm corevalve was successfully implanted. It was unknown which cusp was torn. The patient is reported to be stable.